Manufacturer narrative:
H6. Investigation summary: a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported a problem with discrepancy in results to the application department. Customer noted that on two different samples from the same patient the device once showed esbl results and in the other result did not, the sample was additionally tested on the substrate. There were no wrong results reported to the doctors and no patients were treated based on erroneous results. A bd field service engineer (fse) was dispatched to investigate. The fse reviewed the instrument and proceeded to adjust the force light source, after which the issue was resolved. The root cause of this failure is not known. This is a confirmed failure of a bd product. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed two previous cases (01689654 and 01612826) related to results. Complaints for results are within statistical control for the month of september 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for the phoenix m50 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that after using bd phoenix¿ m50 automated microbiology system there was a misidentification. Following was reported by the initial reporter: what was the expected result and what was the result obtained by the client? The expected result was k.pneumoniae without esbl and proteus with esbl obtained result by the client was k.pneumoniae with esbl and proteus without esbl. ¿ what is the microorganism? Klebsiella pneumoniae and proteus. ¿ what confirmatory tests were performed to determine that the results were in error? Dst (disc susceptibility testing). ¿ were any wrong results reported to the doctors? No. ¿ if yes, were any patients treated based on erroneous results? No. ¿ if yes, did the wrong treatment harm the patient? No. The client reported a problem with discrepancy in results to the application department. On two different samples from the same patient, the device once showed esbl results and once did not. The sample was additionally tested on the substrate.

Event description:
It was reported that after using bd phoenix¿ m50 automated microbiology system there was a misidentification. Following was reported by the initial reporter: what was the expected result and what was the result obtained by the client? The expected result was k.pneumoniae without esbl and proteus with esbl obtained result by the client was k.pneumoniae with esbl and proteus without esbl. What is the microorganism? Klebsiella pneumoniae and proteus. What confirmatory tests were performed to determine that the results were in error? Dst (disc susceptibility testing). Were any wrong results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the wrong treatment harm the patient? No. The client reported a problem with discrepancy in results to the application department. On two different samples from the same patient, the device once showed esbl results and once did not. The sample was additionally tested on the substrate.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.